Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('embedded within the posterolateral myometrium') and embedded device ('embedded within the posterolateral myometrium') in a female patient who had essure inserted. The patient's concurrent conditions included post coital bleeding, heavy periods, uterine bleeding and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the device expulsion and embedded device outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('embedded within the posterolateral myometrium') and embedded device ('embedded within the posterolateral myometrium') in a female patient who had essure inserted. The patient's concurrent conditions included post coital bleeding, heavy periods, uterine bleeding and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the device expulsion and embedded device outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.